Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Multiple internal insulation abrasions between 27.1cm to 16.9cm from the distal tip were found. External abrasions were found between 7.6cm to 9.8cm from the distal tip due to friction to another device. The rv cables were abraded at 7.7cm to 9.8cm from the distal tip.

Event description:
It was reported that the patient received inappropriate therapy due to noise on the ventricular channel. X-ray and fluoroscopy revealed externalized conductors. The lead was explanted.